Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and bubbles in the implant.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported bubbles in the implant via an rga form. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported bubbles in the implant via an rga form. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings in posterior and anterior side assessed as surgical damage. Bubbles: unable to observe. Additional observations: creases are observed. Wear abrasion is observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported bubbles in the implant via an rga form. Device has been explanted.